Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log analysis did not reveal any alarms or controller power up events near the reported event date. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or a controller malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was overheating and caused the battery disconnect alarm to trigger. The controller was replaced. No patient complications have been reported as a result of this event.